Event description:
This is related to the philips respironics CPAP recall. I am no longer using the device. It has signs of the black particulate displacement into the airpath of the unit (humidifier chamber). FDA safety report ID# (B)(4).